Event description:
Our affiliate is reporting that during a procedure, a portion of the distal tips of 2 electrodes, the ceramic portion of one of the electrodes and the hook portion of the other, broke off into the patient's body. All of the fragments were removed and the repair was concluded successfully without further incident or harm to the patient. Both complaint devices were discarded by the user facility. [Also see associated MDR 1221934-2007-00176].

Manufacturer narrative:
Nothing is being returned for examination, the device was disposed of by the facility. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 539 devices that were released to distribution. At this point in time, no further action is warranted.